Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--health effect ¿ clinical code corrected from "2645" to "4582" the device was returned to the factory on 10/28/2020. An investigation was initiated on 11/04/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire nor the silicone insulation on both the cold or hot jaws. An electrical evaluation was conducted. . A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it was unable to produce visible steam and heat during ten (10) 3-second activations. There was no audible beeping coming from the power supply. An engineer evaluation was conducted on 11/04/2020. The tool handle was opened to evaluate the internal components. The metal lever located just under the black switch was observed to be bent and not in its normal position. No other visual defects were observed. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 25152205 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, power was not reaching the jaw to cauterize. Cords were plugged/unplugged and power supply checked to make sure everything was set correctly but no change. A new unit was then opened and worked with no issue. The product was never used on the patient.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10 corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, power was not reaching the jaw to cauterize. Cords were plugged/unplugged and power supply checked to make sure everything was set correctly but no change. A new unit was then opened and worked with no issue. The product was never used on the patient.